Manufacturer narrative:
The reported complaint of the torque wrench would not engage with the setscrew was not confirmed. Analysis found the right ventricular (rv)-setscrew had been removed at the time of explant and not returned with the device. The essential part of the device needed for the analysis, the setscrew was removed from the device and not returned from the field. No analysis can be performed to determine the cause of the problem due to the un-returned setscrew. No anomalies were found with the remaining parts of the device. Electrical testing found the device at normal elective replacement indicator (eri).

Event description:
During a device replacement procedure, the set screw was unable to be removed from the device header. The silicone plug was removed, and the set screw was able to be removed. The patient was stable with no consequences.